Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the death of the patient and the liberty cycler. The patient was not completing ccpd therapy on the liberty cycler at the time of the event. The patient had stopped using the cycler the previous night for a noise issue and continued with manual exchanges. Per the pdrn, the patient had cardiac co-morbidities (type unknown) and the cause of death was cardiac arrest (cause unknown). Patients with esrd are at a significant risk for sudden cardiac arrest. The actual device was returned to the manufacturer. However the cycler was repaired before testing was conducted. There were no discrepancies noted during the repair. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and end stage renal disease (esrd) death notification form was reviewed by a post market surveillance clinician. On (B)(6) 2017 information was received from a peritoneal dialysis registered nurse (pdrn) that this patient on continuous cycling pd (ccpd) therapy for renal replacement therapy (rrt) suffered cardiac arrest on the evening of (B)(6) 2017 and expired. During a follow-up phone call with the pdrn on (B)(6) 2017, it was stated that the patient was discovered in his home by his wife sometime in the evening on (B)(6) 2017 and that he was taken to the hospital but unable to be revived. The esrd death notification form documented the cause of death as cardiac arrest (cause unknown) and the patient having expired in the hospital. The pdrn confirmed that the patient was trained on performing stat drains and manual pd therapy treatments. The patient had completed manual exchanges on (B)(6) 2017. However the patient was not dialyzing at the time of the event. No other information was available.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient was found at home by his wife sometime in the evening to have expired on (B)(6) 2017. Per pdrn the patient did have several pre-existing heart co-morbidities and stated the cause of death was cardiac arrest. Per pdrn the patient was taken to the hospital but was unable to be revived. The nurse confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was not dialyzing at the time prior to expiration. Medical records were requested.